Manufacturer narrative:
Additional information was received that the leakage was 600ml/hr. The leak has been fixed and machine is working good. A leak rate of 750 ml or lower is insufficient to affect device ventilation. Additional information was received that the leakage was 600ml/hr. The leak has been fixed and machine is working good. A leak rate of 750 ml or lower is insufficient to affect device ventilation.

Manufacturer narrative:
No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. (B)(4). The customer biomedical engineer troubleshot the issue with ge healthcare technical support. The valve and o-rings have been replaced to resolve the reported issue.

Event description:
The hospital reported a leak greater than 4.5 lpm resulting in the loss of all ventilation modes. There was no report of patient involvement.